Manufacturer narrative:
Date sent to the FDA: 4/10/2022.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a recurrent incisional hernia repair surgery on (B)(6) 2014 during which the surgeon noted ¿the previous mesh had pulled away from the right side of the abdominal wall, forming a small hernia defect. The right side of the mesh was sutured in an effort to secure the mesh. The surgeon dissected down to the fascial defect and closed the defect with sutures.¿ mesh was implanted and ¿was then sutured to the closed fascia over the top of it.¿ it was reported that the patient underwent a revision surgery on (B)(6) 2017 during which the surgeon noted ¿there was a large amount of adhesions of the small bowel and large bowel to the mesh. Careful painstaking dissection and lysis of adhesions were performed robotically. A portion of the mesh had to be left behind on the abdominal wall.¿ mesh was implanted and ¿centralized over the defect in order to cover both the old mesh.¿ no additional information is provided.